Event description:
It was reported that there were removal difficulties. A percuflex ureteral stent was selected for use. During the procedure, when the string was cut and the physician pulled the catheter back, the device buckled up in the "neck". The procedure was cancelled. The patient would need to undergo surgery to remove the device from the body.